Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was explanted due to an infection. The ipg, right ventricular lead and right atrial lead were then replaced. No further patient complications have been reported as a result of this event.